Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient previously implanted with two resolute onyx rx coronary drug eluting stents reports experiencing a rash on the face since have the stents implanted. It was queried if the rash is a reaction to the stents. The patient stated that they are following up with an allergist. The patient was advised to consult with their allergist as planned and to arrange testing with the allergist to see if they are allergic to any components in the stents.